Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -6.0 diopter, in the patient's right eye (od) on (B)(6) 2016. On the same day, the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned in a smal vial. Visual inspection found the optic torn with clear residue on lens surface.(B)(4).